Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly will not pursue revision surgery at this time. The recipient will be managed by the facility's protocols. The recipient continues to use the device. This is the final report.

Event description:
A review of the recipient's test data indicates impedance issues.